Manufacturer narrative:
Additional information: b5.

Event description:
New information received stated that upon interrogation, false auto mode switch episodes were noted due to atrial oversensing as well as noise reversion. Patient's condition was stable and no intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, the atrial lead exhibited intermittent oversensing resulting in false auto mode switch episodes. It was noted that the patient was in no apparent distress and was hospitalized for heart failure exacerbation. No intervention was performed.